Event description:
It was reported that the pump's usb port was bent resulted in the pump not being able to be charged. Additionally, it was reported that the pump battery could not be charged. There was no reported adverse impact to the customers blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.